Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had syncope near the time of high rate non-sustained episodes. It was noted the right ventricular (rv) lead was oversensing both r and p waves. The rv lead had evidence of double counting of a wide qrs complex as well as intermittent t-wave oversensing (twos). Follow up with the company representative indicated that lead was reprogrammed. No further patient complications have been reported as a result of this event.